Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse hypodermic needle with protection device was difficult to connect to the mating component. The following information was provided by the initial reporter: "needle-syringe mismatch after administration, when securing the needle. Needle dropped unsecured on caregiver's foot (no sea). No clinical consequences. "

Manufacturer narrative:
Investigation summary as a lot number was unknown for this incident and a sample was unavailable, neither a production history review nor a thorough sample analysis could be completed by our quality engineer team. Based on the current investigation results, an exact cause for the reported incident could not be determined.

Event description:
It was reported that bd eclipse hypodermic needle with protection device was difficult to connect to the mating component. The following information was provided by the initial reporter: "needle-syringe mismatch after administration, when securing the needle. Needle dropped unsecured on caregiver's foot (no sea). No clinical consequences. "

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse hypodermic needle with protection device was difficult to connect to the mating component. The following information was provided by the initial reporter: "needle-syringe mismatch after administration, when securing the needle. Needle dropped unsecured on caregiver's foot (no sea). No clinical consequences. "

Event description:
It was reported that bd eclipse hypodermic needle with protection device was difficult to connect to the mating component. The following information was provided by the initial reporter: "needle-syringe mismatch after administration, when securing the needle. Needle dropped unsecured on caregiver's foot (no sea). No clinical consequences. "

Manufacturer narrative:
Correction; h6: imdrf annex a grid: a1206 - misconnection.